Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an atypical atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block. During the procedure, a sinus node injury was noticed in the patient. The physician had "assumed they were going around the svc, and the lower part of atrium." After inducing the flutter, and then breaking the flutter, it was noticed that the patient went into "atrial stand-still" on the recording system. It was then reported that the patient was going in and out of sinus and junctional rhythm, and the sinus node was "dysfunctional." The sinus node dysfunction was confirmed via the recording system. The patient was taken off beta blocker, and the patient is now being monitored. The patient is in stable condition. The physician decided the maps were not misleading in any way. Additional information was received on the event. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the procedure. No intervention was provided, metoprolol stopped. The patient outcome of the adverse event was improved. The patient has a history of beta blockers and a long sinus node recovery time. Additional information was received on the event. The patient was kept overnight. This physician often sends patients home same day.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 10-jun-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30732291l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)